Event description:
User experiencing discrepant ise results for approximately 40 patient samples. Only the following patient example was provided. Initial potassium gave 17.7 mmol/l; repeat gave 4.1 mmol/l. No erroneous results reported. The field service representative determined the cause to be air in the fluidics and replaced sipper and vacuum nozzles, isv2 valve, degasser, seals, and o-rings on diluent/sipper syringes, and pressure checked entire diluent flow path. Performance tests were performed and within specification.